Manufacturer narrative:
On september 14, 2021, mentor updated the evaluation summary of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 250cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 13, 2021, the mentor failure analysis lab received the device for evaluation. On july 28, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, sal smooth rnd diap 250cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A second product was received (lot-6454379). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 12, 2021, mentor became aware of the following additional information: the patient did not experience a rupture on the right side. The patient was reported to have experienced a breast mass and an acquired deformity on the right side post-operatively. Relevant coding fields have been updated. This report is for the right side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a primary breast augmentation with a 250cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the right side post-operatively, which was confirmed via an office exam. As a result, the patient underwent explantation on (B)(6) 2021.